Event description:
I use a dexcom g7 cgm and had two failures on this product in one day. Neither of them would pair to my phone and they had to be thrown away because they were useless. Reference report#: mw5164607.